Event description:
It was reported that the patient's lead and generator were replaced. The explanted products have not been received to date, and product return is not expected since the explanting facility's policy is to not return explanted devices. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's device. No known physical trauma to the patient or device was reported. The patient was referred for surgery. Lead impedance was found to be normal at the time of generator implant. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.